Manufacturer narrative:
(B)(4). Evaluation, results: failure to follow instructions (attempt to implant a damaged device); conclusion: 18 failure to follow instructions (attempt to implant a damaged device).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that when the packaging was opened the back end of the delivery system handle was found separated and fell on the floor when the delivery system was removed from the package. The physician decided to implant the stent graft and this was done without complication. No clinical sequelae were reported and the patient is fine. The device was discarded by the user facility.